Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the physician made more room in the pocket area to relieve some of the pain the patient was feeling. The patient was doing well postoperatively. Nothing was explanted.